Manufacturer narrative:
Philips service advised the customer to monitor the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a zero reset issue with geo movements and an unconfirmed fault on an allura xper fd10. The clinical use of the system was in clinical use. There was no reported patient or user harm.